Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post op follow up, decreased sensing was observed. Repositioning was unsuccessful. The lead was explanted and replaced. Patient condition was good.